Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge read 60 units of insulin after the customer loaded 300 units of insulin. Customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose level was 240 mg/dl.